Event description:
It was reported the gastrointestinal videoscope had a flashing effect on the image with colors changing very fast. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed, and the device did not meet the standard specifications and function. Scratches on plug unit was detected. Therefore, the suggested event may have occurred because plug unit was scratched by some external stress. Accordingly, imager may have been broken due to electrical factors. Occurrence of sudden overcurrent was also considered, for example: scope connector was attached/detached while power of video system center was on, power was on when electrical contacts of scope connector were temporarily wet/dirty, or unintentional static electricity occurred, etc. However, the cause of the breakage could not be specified. The replacement of the a-rubber and the plug unit was required to return the instrument to the OEM specifications. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: IFU (operation manual) states on image disappearance as follows: important information ¿ please read before use ¦precaution for disappeared or frozen endoscopic image warning ¿ if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the endoscope and withdraw it from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. ¿ before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Caution ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and a faulty contact can result. Olympus will continue to monitor field performance for this device.